Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, hyperlipidemia, hypertension, obesity, hypothyroidism, cesarean section, anterior cruciate ligament reconstruction, polypectomy, anterior cruciate ligament reconstruction, biopsy endometrium and menorrhagia. Past history included (from mr) : hysterosalpingogram. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain") and urticaria ("hives"). The patient was treated with surgery (thermal balloon). Essure treatment was ongoing at the time of the report. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain and urticaria outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received: previously added event " menorrhagia" made medically significant & intervention required due to added surgery. Lot number, medical history, lab data, reporter information, patient demographic were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 20205264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, hyperlipidemia, hypertension, obesity, hypothyroidism, cesarean section, anterior cruciate ligament reconstruction, polypectomy, anterior cruciate ligament reconstruction, biopsy endometrium and menorrhagia. Past history included (from mr) : hysterosalpingogram. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain") and urticaria ("hives"). The patient was treated with surgery (thermal balloon). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, pelvic pain and urticaria outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic pain and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2013: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-oct-2020: quality-safety evaluation of ptc(product technical complaint) . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.